Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 420cc mentor smooth round high profile saline breast implants. Post-operatively, the patient experienced baker grade iii capsular contracture of the left breast and a deflation of her right prosthesis, which were confirmed during a physical exam. As a result, the patient underwent removal surgery on (B)(6) 2024. A discrepancy between the date of implantation and manufacturing date was observed. The implantation date was provided by the initial reporter as an estimate. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2024-05348 for the contralateral event.

Manufacturer narrative:
On may 15, 2024, mentor received additional information. The patient underwent bilateral replacement with 420cc mentor smooth round high profile saline breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2024, mentor received the device for evaluation. On may 29, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear measuring approximately 0.3 cm within a crease/fold on the anterior view. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).